Event description:
It was reported that this pacemaker was part of a system revision due to a possible pocket infection. Reportedly, the patient had symptoms of discomfort and pain. The pocket was opened and cleaned out and the patient was treated with antibiotic. No additional adverse patient effects were reported. This pacemaker remains in service.